Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was a gap in the adhesive on the distal end of the device, through which stain had entered the device lens. It was also discovered that there was a gap between the acoustic lens and the ultrasound probe. The customer's originally reported issue of image interference could not be confirmed, as the image disturbances in the charge coupled device chip could not be reproduced. The following additional findings were also noted: due to wear of lock lever the up/down knob cannot be locked securely, nut is loose, scope cylinder is deformed and has discoloration, connector has corrosion, due to damage on the ultrasonic probe the number of missing elements exceeds the standard value, due to damage on acoustic lens the displayed ultrasound image is defective, acoustic lens has a scratch, objective lens has a scratch, adhesive on the bending section cover has wear, connecting tube has a scratch, and due to wear of the angle wire bending angle in the up direction does not meet the standard value. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that their evis exera ii ultrasound gastrovideoscope device had considerable image interference as well as a defective chip during an unknown procedure. Upon inspection and testing of the returned unit, it was discovered that there was a gap in the adhesive on the distal end of the device, through which stain had entered the device lens. It was also discovered that there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the deterioration of the adhesive causing improper cleaning resulting in a stain could not be determined. The event can be prevented by following the instructions for use which state: ¿do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.